Manufacturer narrative:
Investigation summary: data review indicated positive results on blank background plate which indicates contamination. Customer communicated once decontamination process was run that the issue reolved. Root cause: customer procedural error . Source: email.

Event description:
Customer reporting 1 suspected false positive sars result of unknown symptomatic status. Confirmation method was not performed. Further investigation showed possible signs of contamination. Customer communicated after performing a decontamination process, the issue had resolved.